Manufacturer narrative:
Iris field service engineer evaluated the instrument and observed crack tubing from the cgm to the valve. The fse replaced the tubing to resolve the leak. The fse ran controls which passed and system is operational. (B)(4).

Event description:
The customer stated the probe is dripping onto the strip conveyor system (scs). There was no exposure to the leak and the customer was wearing their ppe. There were no erroneous results generated or reported out of the lab.